Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that several doctors have noticed some cracks at the edge of the optics after implanting intraocular lenses (iols). In all of these recent cases, the damaged edge was not worth the risk to the patient for iol removal. It is thought that the damage occurred from the cartridges upon injecting. Additional information has been requested.